Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of driveline communication faults was confirmed via analysis of the returned modular cable (lot number unknown). The modular cable returned with corrosion on several of the in-line connector pins due to fluid ingress. Data from the reported event dates of 11may2025 ¿ 15may2025 was reviewed in the submitted and downloaded log files. Beginning on (B)(6) 2025 at 08:25, a driveline communication fault alarm activated due to intermittent comm b fault flags and remained active for the duration of data reviewed. The driveline was disconnected from the controller on (B)(6) 2025 at 11:14, consistent with the reported modular cable and controller exchange. The driveline communication fault alarms did not prevent the system from operating as intended for the duration of the data reviewed. The modular cable returned with corrosion on the in-line connector due to fluid ingress. The modular cable passed insulation testing, and all wires were noted to have resistance values within specification. However, while testing the pin responsible for the comm b signal, the pin broke under light force. The observed fluid ingress and broken pin would have caused interruptions in the comm b signal. Provided information indicated that exchanging the system controller and modular cable resolved the reported alarm. The root cause of the reported alarms was determined to be the damaged pin and fluid ingress on the in-line connector of the modular cable. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic with a driveline comm fault alarm. There were no obvious deformities in the driveline. A self-test was performed which did not resolve the alarms. The log file confirmed the driveline comm b fault alarms on (B)(6) 2025. There were no other unusual events recorded in the log file event history. The patient's international normalized ratio (inr) was tested in anticipation of the system controller exchange. The patient's inr was 1.8. The patient returned to clinic on (B)(6) 2025 with an inr of 1.9. The patient returned to clinic on (B)(6) 2025, and a modular cable and system controller exchange was performed. The alarms resolved with the system controller exchange.